Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, there was difficulty unloading the reload and the reload broke off. Another reload was used to complete the case. There was no patient injury.